Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant procedure for device reaching eri, there was an issue disconnecting the rv lead the device. The rv lead was damaged in the process; hence, was capped and replaced. Patient was not dependent. The patient was in stable condition.

Manufacturer narrative:
A partial lead with the connector pin measuring 4.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were within specifications.